Manufacturer narrative:
(F10) added ar code 'shaft break' device is a combination product. Corrections: (d4) lot # corrected from 0023335939 to 0023156795. (D4) expiration date corrected from 08/02/2020 to 06/30/2020. (H4) device manufacture date corrected from 02/04/2019 to 01/02/2019.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the distal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the break occurred after the device removed from patient's body.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the distal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the break occurred after the device removed from patient's body.

Manufacturer narrative:
(F10) added ar code 'shaft break' device is a combination product. Corrections: (d4) lot # corrected from 0023335939 to 0023156795. (D4) expiration date corrected from 08/02/2020 to 06/30/2020. (H4) device manufacture date corrected from 02/04/2019 to 01/02/2019. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis broken in 2 pieces. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position, bunched and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 82.5 cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the distal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.